Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was observed to be operating in fallback/safety mode after 63 months of implant time. During an attempt to reform the capacitors, a fault code was encountered; this fault code indicates a charge time-out. The device had declared a battery status of end of life (eol). The device was replaced without incident without incident.